Event description:
It was reported that loss of capture (loc) was observed on the right atrial (ra) lead. Diagnostic imaging was performed, and dislodgement was confirmed. During a revision procedure, the lead suture sleeve was found to be out of position. The ra lead was explanted and replaced to resolve event. The patient was stable.